Event description:
Reference number: (B)(4). Event occurred in the united states. It was reported that the patient faced insulin flow blocked alarm event on 16-sep-2025. The blockage was in the tubing. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information available.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary - per revision (B)(4) of procedure (B)(4), a child investigation is not required to document the DHR review for a type 2 reportable complaint. However, the child was created to allow the parent record to advance to review and summary. Since it was created, the DHR review was documented within the child. Device history record (DHR) review: the lot 6001951 was manufactured according to the work instruction (wi) version 23 and manufactured in the line 1 on 17/jul/2023, with a total of (B)(4) units. Gluing of tubing lot 3f04317 was manufactured according to the wi version 55, gluing of tubing in the machine sc07, on 05/jul/2023, with a total of (B)(4) units. Lot 3f02414 was manufactured according to the wi version 55, gluing of tubing in the machine sc07, on 14/jun/2023, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production related to complaint code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.